Event description:
Dealer alleges the unit has a burnt smell to it. No injury is alleged.

Manufacturer narrative:
RMA 859691090 has been initiated for this issue. Model m51psr20r, serial number/date code (B)(4) is approximately 9 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) - dealer alleges that the battery charger has a burnt smell. The charger was returned for regulatory affairs evaluation. Visual: the battery charger's case had a foreign brown substance on it and the pcb had evidence of components that have overheated. Functional the battery charger was connected to a known good set of batteries and power source. The battery charger would not power up. Conclusion: functional testing proved that the charger did not operate. The evaluation did not determine root cause. Product not used in diagnosis or treatment. (B)(4) has been initiated for this issue. Model m51psr20r, serial number/date code (B)(4) is approximately 9 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges the unit has a burnt smell to it. No injury is alleged.